Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced sepsis. An echocardiogram reported possible vegetation on both the right atrial (ra) and right ventricular (rv) leads. The entire pacing system was explanted and replaced. No further patient complications have been reported as a result of this event.